Event description:
Pt called lfs in 2003 alleging his ot ultra meter would not prompt an error 4 message. The pt reported no high or low blood glucose symptoms while attempting to test. The pt did use a back up meter to test, but did not provide the results. The issue was not resolved with troubleshooting.